Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking and the cord was broken off into the handpiece. There was no delay, no medical intervention, no adverse consequences to the patient reported.